Event description:
It was reported that the nurse reported to the product mgr that they established unstable curing times for simplex tobra bone cement. The nurse further reported that this only occurs with the full dose packages not with half doses. At the moment they cement a knee in two stages where they did it in once in the past. Both half dose and full dose packages are stored in the same room.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6197-1-010, lot # thq50, description: simplex p - ce tobra fd 10-pk; cat # 6197-1-010, lot # thq51, description: simplex p - ce tobra fd 10-pk.